Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced three consecutive restart alerts followed by multiple ¿unable to proceed¿ alerts during fill tubing, including a motor stall condition, which was mitigated after rewinding the pump and successfully verifying fill to 120 units; the user then replaced all infusion supplies and had no further issues during the change, with the highest blood glucose recorded at 220 mg/dl for about 1 to 1.5 hours without need for backup therapy or medical intervention. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor during fill, indicating a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.